Event description:
The customer reported the device was unable to inject botox when the needle was fully extended during an unspecified procedure involving an olympus injector and sheathset. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.